Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) france alleging that their onetouch verio iq meter was reading inaccurately high compared to another meter. This complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged inaccuracy first occurred on (B)(6) 2015. At this time, the patient obtained a blood glucose result of "277mg/dl" on the subject meter and "212vmg/dl on a "papillion" meter within 30 minutes of one another. The patient manages their diabetes with insulin pump therapy and stated that in response to the alleged product issue they had been consuming more food and/or drink. The patient stated that an unspecified period of time before the alleged inaccuracy occurred they experienced the symptom of "vomiting" in response to this the patient stated that they had self-treated by "changing their treatment all week" although the patient did not provide any specific changes which were made. No medical intervention was required as a result of the alleged product issue. At the time of troubleshooting, the csr confirmed that an approved sample site was used to obtain the results and the unit of measure was set correctly on the subject meter. The products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged glucose results exceed lfs's criteria for accuracy.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.